Manufacturer narrative:
Unique identifier (UDI) number added to section d. Correction to the PMA / 510k #. Correction: evaluation conclusion and result codes. Device evaluation summary: the following part was returned for failure investigation: graphical user interface (gui) printed circuit board (pcb) xena ii the gui pcb xena ii was visually inspected where it was observed that the capacitor was thermally damaged. On review of the ventilator diagnostic logs no errors were observed. The reported failure was replicated. Conclusion: thermally damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when 840 ventilator was turned-on the display cannot seen. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and found a burn capacitor on the graphical user interface (gui) printed circuit board (pcb). Se replaced the gui pcb and the backlight inverter pcb¿s were upgraded. During testing the ventilator failed the flow sensor calibration. Se replaced the exhalation flow sensor. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.